Event description:
The facility reported to baxter (B)(4) a colleague infusion pump where "has no mains led lit when plugged into mains supply. Mains inlet fuses have been found to be faulty and have been replaced by the customer". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed and the root cause could not be determined due to the pump not being received by service.

Manufacturer narrative:
(B)(4). This involved a colleague p1.7 infusion pump with a user interface module master software version 7.01.00. A device history record review was performed finding no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. The device met all release / testing specifications during first pass testing.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired the main inlet fuses to correct the reported condition. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device will not be returned to baxter (B)(4) because it was serviced on-site by the customer. Should the device or additional information become available, a follow-up medwatch will be submitted.